Manufacturer narrative:
The pt identifier and weight were not provided. The serial number was not provided. Manufacture date: the serial number was not provided. Therefore the manufacture date is unk. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin roup (B)(4) received a report regarding a pt that underwent heat valve replacement in 2011. The hospital reported that in 2013, the pt was treated for endocarditis with mycobacteria chimaera. The pt required re-surgery and antibiotic therapy. In 2014, the hospital identified mycobacteria chimaera. The pt required re-surgery and antibiotic therapy. In 2014, the hospital identified mycobacteria chimaera in the tanks of the heater-cooler system 3t and in the air exhaust from the unit. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The information contained in this report was already submitted on september 18, 2015. However, due to a request from FDA to re-file several reports, the submission was reviewed and it was discovered that it was erroneously submitted as follow-up #1, when it should have been submitted as follow-up #2. The true follow-up #1 was submitted as a paper file around august 12, 2015, meaning that the FDA currently has 2 follow-up #1 reports for this report number and no follow-up #2. For this reason, the report is being re-filed as follow-up #2. Serial number (B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the 3t heater/cooler equipment. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report regarding a patient that underwent heart valve replacement in 2011. The hospital reported that in 2013, the patient was treated for endocarditis with mycobacteria chimaera. The patient required re-surgery and antibiotic therapy. In 2014, the hospital identified mycobacteria chimaera in the tanks of the heater-cooler system 3t and in the air exhaust from the unit. The heater/cooler was returned to sorin group (B)(4) for evaluation. An inspection of the outer and inner parts of the returned heater/cooler 3t ((B)(4)) revealed residuals and biofilm in several locations including the tubing, pumps and floats of the cardioplegia and patient circuit tanks. Water samples were taken and analyzed by an external accredited laboratory. Mycobacteria chimaera were found within the water samples. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. Based on the visual inspection and biofilm in the water circuits of the devices inspected, it was concluded that the users have not followed the cleaning and disinfection instructions according to the IFU. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
Sorin group (B)(4) has received further information about the patient status from the customer. The affected patient is no longer being treated with antibiotics.

Manufacturer narrative:
There is no new information to provide in regard to this complaint. This follow-up medwatch report is being filed to make corrections to the initial report, which was submitted on april 1, 2015, and to follow-up #2, which was submitted on september 18, 2015. The incorrect follow-up number was indicated in the follow-up report filed on september 18, 2015. The follow-up number should be 2, not 1. The FDA has 2 follow-up #1 reports on record for this complaint, one of which contains the z-number (filed august 13, 2015) and one of which contains a serial number and investigation results (filed september 18, 2015). This correction refers to the follow-up filed on september 18, 2015 containing the serial number and investigation results. The alert date of (B)(6) 2015 indicated in the follow-up report filed on september 18, 2015 was in reference to the date of investigation results/closure. The serial number provided in the report was known on march 4, 2015 (alert date for this report) so this is the alert date that should have been used in follow-up #2 filed on september 18, 2015 (which FDA has on record as a duplicate follow-up #1, as described above). The serial number ((B)(4)) indicated in the follow-up report filed on september 18, 2015 was one of three reported serial numbers. The facility does not track which serial number is used for a given case, so it is unknown which of the 3 units was involved. For information on the other 2 serial numbers, please reference report numbers 9611109-2016-00034 and 9611109-2016-00035. On january 13th, 2016, a retrospective evaluation identified that this additional information has not yet been provided in a medwatch.

Manufacturer narrative:
Serial number (B)(4). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the 3t heater/cooler equipment. The incident occurred (B)(6). This medwatch report is filed on behalf of sorin group. Sorin group (B)(4) received a report regarding a patient that underwent heart valve replacement in 2011. The hospital reported that in 2013, the patient was treated for endocarditis with mycobacteria chimaera. The patient required re-surgery and antibiotic therapy. In 2014, the hospital identified mycobacteria chimaera in the tanks of the heater-cooler system 3t and in the air exhaust from the unit. The heater/cooler was returned to sorin group (B)(4) for evaluation. An inspection of the outer and inner parts of the returned heater/cooler 3t (B)(4) revealed residuals and biofilm in several locations including the tubing, pumps and floats of the cardioplegia and patient circuit tanks. Water samples were taken and analyzed by an external accredited laboratory. Mycobacteria chimaera were found within the water samples. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. Based on the visual inspection and biofilm in the water circuits of the devices inspected, it was concluded that the users have not followed the cleaning and disinfection instructions according to the IFU. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Event description:
(B)(4). Received a report regarding a patient that underwent heat valve replacement 2011. The hospital reported that in 2013, the pt was treated for endocarditis with mycobacteria chimaera. The pt required re-surgery and antibiotic therapy. In 2014, the hospital identified mycobacteria chimaera in the tanks of the heater-cooler system 3t and in the air exhaust from the unit.